Event description:
The customer reported that the central monitoring system (cns) showing all of the vital signs monitors going into communication loss and four of their telemetry devices were dropping off the cns as well. MFR 8030229-2015-00090.